Event description:
It was reported that bd safetyglide needles are clogged/blocked. The following information was provided by the initial reporter: "half the needles the vaccine or air will not go through."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material#:305916 batch number#:2003406. It was reported by consumer that they are reporting that half the needles the vaccine or air will not go through verbatim: they are reporting that half the needles the vaccine or air will not go through.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacture narrative.